Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed due to contaminated j3 connector and/or usb pins damaged. The receiver failed to charge and reboot, due to contaminated j3 connector and/or usb pins damaged. The receiver download and functional testing could not be completed due to contaminated j3 connector and/or usb pins damaged. The reported event for loss of connection cannot be determined. A root cause could not be determined.